Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified damage to the threads near the tip of the abutment, seemingly from cross-threading, but no other signs of significant damage or deformation. Functional testing was performed for the returned product and found that the abutment could be merged effectively with compatible in-house testing implants. Documents reviewed: IFU 9658 rev 1-01/15 instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs information identified: applicable information can be found in the warnings, precautions, and "technique information sections. DHR review was completed for the subject lot number (2017120126). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2017120126) for similar events and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not seat) or device (hc465) therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. First name and email address unknown / not provided.

Event description:
It was reported that the healing collar was unable to be placed into implant due to thread issue.